Manufacturer narrative:
Other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient. Information corrected to reflect active ins information, which the programmer is system reported under.

Manufacturer narrative:
Event date approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient programmer was not working. The patient originally called and reported that the device had stopped working and indicated they would try to replace the batteries. The healthcare provider called back a couple days later and confirmed a "poor communication" screen on the patient programmer. The issue was resolved when the caller unplugged the antenna and tried to communicate with the device. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.